Event description:
It was reported difficulty was encountered gaining a good biopsy sample during a renal biopsy procedure. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device was received, evaluated and retained by this manufacturer. The engineering evlauation indicated the cannula distal tip was mushroomed up and away from the cannula. Some damage to the distal end of the specimen notch was noted. The two thumb tabs were in the cocked position. The device exhibited good function during cycle testing. A lot search was performed and revealed no other complaints to date on this lot number. Co is unable to detemine the exact cause for this event. However, user technique during preparation of this device may have contributed to this event.